Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 4:00pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of "240 mg/dl" with the subject meter. During the follow-up call, the patient informed the csr that they test their blood glucose 3 times a day and that their normal blood glucose range is between "90 mg/dl in the morning and 110 mg/dl later in the afternoon". The patient stated that they manage their diabetes with insulin ("humana mch" 20 units in the morning and 15 units at night; dose adjusted based on meter results) and claimed they took their usual dose on (B)(6) 2016 around 7:00am in response to the alleged issue. During the follow-up call, the patient claimed that on (B)(6) 2016 at 4:00pm they developed "dizziness, fainted and became confused"; symptoms they associated with low blood glucose. During the initial call, the patient reported receiving treatment of "IV fluids" at the urgent care clinic on (B)(6) 2016 and (B)(6) 2016 as a result of the alleged issue; however, during the follow-up call, the patient confirmed they self-treated on (B)(6) 2016 at 4:10pm with a glass of coke. The patient claimed a blood glucose test was performed on a laboratory device on (B)(6) 2016 at 4:00pm and a result of "26 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged inaccuracy issue began.